Event description:
It was reported that during procedure, the subject coil was stretched; therefore, the snare was used to remove the subject coil. The physician replaced it with a new coil and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the target coil was confirmed to be in good condition post unpacking and preparation and it was prepared as per dfu. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the 'main coil stretched'. An assignable cause of anticipated procedural complication, will be assigned to the reported 'patient medical or surgical intervention required', as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during procedure, the subject coil was stretched; therefore, the snare was used to remove the subject coil. The physician replaced it with a new coil and completed the procedure without clinical consequences to the patient.